Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that after inserting the sensor the device fell off of his skin, and upon inspection of the device the cannula was missing. The patient's blood glucose at the time of incident is unknown. No further information was given. The sensor will not be returned and replacement sensors were shipped to the customer.